Event description:
Medtronic received information that approximately seven years following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed and revealed an increase in the aortic valve gradient from 16 mmhg to 35 mmhg. The new york heart association functional classification was 2. Subsequently, the patient's anticoagulant medication was switched, and a repeat echocardiogram was scheduled for three months later. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the follow-up transthoracic echocardiogram (tte) performed approximately 7 years and two and half m onths following the implant indicated the gradients worsened to 49 millimeters of mercury (mm hg). Fatigue and dyspnea on exertion (doe) also now were present. The patient was undergoing a work-up for the transcatheter valve revision.

Manufacturer narrative:
Product analysis: the valve was received partially submerged in cloudy 0.2% glutaraldehyde solution in an explant kit. Visual inspection along the exterior of the valve showed minor scratches on the frame and broken or torn sutures that appeared to be associated with the extraction of the valve during explant. Visual evaluation the valve noted all the leaflets were slightly stiff but flexible except where host tissue and/or calcification extended on the inflow and outflow. Tissue deterioration due to visible calcification was noted on all leaflets on the inflow and outflow adjacent to the inferior and superior coaptive areas. A small tear was noted on leaflet 3 adjacent to the leaflet 2-leaflet 3 (l2-l3) commissure. The leaflet 1-leaflet 2 (l1-l2) commissure appears intact. Tissue deterioration due to calcification is noted on the l2-l3 and l3-l1 commissures. Glistening off white pannus remained attached to the inflow, extending through the inner lumen, to the inflow margin of attachment, into the inferior coaptive areas and 1 to 5 millimeters (mm) onto all cusps resulting with a reduced inflow orifice area. Remnants of pannus remained attached to the frame along the overall outflow, extending to the tops of all commissures, to the outflow margin of attachment adjacent to all cusps, and 1 to 5 mm onto the outflow of all cusps. Pannus appeared adhered to the outflow of l1 resulting with the leaflet remaining partially open and restricted leaflet movement. Tan thrombotic appearing host tissue partially filled and stiffened l1 and l2 on the outflow, under the pannus overgrowth. A small cluster of tan thrombotic appearing host tissue was observed on the outflow of l2, under pannus overgrowth, adjacent to the l1-l2 commissure along the outflow margin of attachment. Radiography showed calcification on inflow and outflow of all leaflets. There was no evidence of frame fractures. Updated data: h2, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the patient was hospitalized 7 years and 4 months following the implant of this valve for surgical intervention to replace the transcatheter aortic valve (tav). The tav was explanted, and a non-medtronic surgical aortic valve (sav) was implanted. During the procedure, a left atrial appendage ligation (laal) and partial maze procedure were concomitantly performed. No complications occurred during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Updated/corrected data: a4, b2, b5, d6b, d9, h3, h6 note: a duplicate regulatory report was identified, #2025587-2024-07503. Going forward, new reportable information pertaining to this event will be captured within this current regulatory report #2025587-2024-04779. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 8 years and 4 months following the implant of this transcatheter aortic valve, stenosis was noted. Following the valve replacement. The patient was admitted. The atrio-ventricular mean gradient post-operatively was 30 mmhg. The elevated gradients were reported as resolved with no sequelae approximately 8 days following the valve revision. This was the same day the patient was discharged home.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the baseline mean gradient prior measured approximately 1 month prior to the transcatheter valve implant via transthoracic echocardiogram (tte) was 48.0 millimeters of mercury (mm hg). The discharge tte, 12 hours following the valve implant, measured the gradient at 8mmhg. The valve was implanted at 3mm for both the non-coronary sinus and left coronary sinus.